Event description:
A surgeon reported that the cutter did not actuate during a vitrectomy procedure. The issue resolved after the product was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).